Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received at service center and evaluated. Per service manual operational and diagnostic analysis confirmed reported issue (pump slowly overflowed). Replaced inner tubing for solo as identified in the investigation to address the reported issue.therefore is the root cause for reported failure. The repair and testing of the unit was completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A manufacturing record evaluation was performed for the finished device lot and product number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: device evaluation: upon complaint review, the investigation has been updated as follows: investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the fill chamber of the device slowly overflowed. Per service manual operational and diagnostic, this complaint can be confirmed. The inner tubing solo and svc tubing were replaced to resolve the issue. After repair, the device was found to be working according to the specifications. The defective inner tubing solo and svc tubing are the root causes of the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/25/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional information: h6: method codes: further investigation has updated the method code to add the following: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/25/2018 and passed all functional testing before being returned to the customer. H6: results codes: further investigation has updated the result code to add operational problem.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that the fill chamber of the fms solo pump slowly overflowed. They were able to use another like device to complete the case with no surgical delay or patient harm.